Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed noise over-sensing on the right ventricular (rv) lead. No patient symptoms or intervention was reported.